Manufacturer narrative:
Additional information provided in h6. And h10. A sample was not received at the manufacturing site for evaluation for the report of the crystalline lens could not be broken and the aspiration could not be done well; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the phacoemulsification tip could not break the crystalline lens, the aspiration could not be done well, nucleus could not be crushed during a cataract procedure. The tip was replaced and the procedure was completed. There was no harm to the patient.